Event description:
It was reported that this ambicor penile prosthesis (app) had deflation issues. The app was explanted and replaced. No patient complications reported.

Event description:
It was reported that this ambicor penile prosthesis (app) had deflation issues. The revision surgery will be performed on (B)(6) 2024. No patient complications reported.